Event description:
Patient reports pump due 01/21/2020 (sn (B)(4)) has a burn mark on the yellow tag that helps remove battery. It is unclear what caused burn mark. Advised we would be sending out replacement pump today. Solicited. No other information available.